Event description:
The complainant reported that the automated impella controller (aic) was found to have a battery failure. There was no patient involvement.

Manufacturer narrative:
The investigation into the reported issue has been completed. Console logs were partially consistent with what was reported in the complaint. The complaint date was listed as (B)(6) 2025 but no logs exist from that date. However, there were battery failure alarms observed from (B)(6) 2025. There a single instance of battery failure (transport connection blown/missing) alarm observed from this date. Console was tested after arriving in field service. The reported battery failure issue was unable to be reproduced. No battery failures or charging issues were observed while testing this console. Additionally, results of running a batttest on this console showed that there were no issues with the batteries. The reported battery failure issue was determined to be use related. Logs show that the battery failure alarm occurred during first boot of this console after preventative maintenance by field service. Routinely, field service disengages the battery transport connection switch prior to shipping the console back to the customer after functional check or preventative maintenance procedure. It is the responsibility of the customer to re-engage the transport connection switch. A reminder note is adhered to the screen of the console to remind them of this duty. The complaint description mentioned that the alarm did not resolve after the team was advised to push the battery transport switch on the bottom of the console and charge it overnight but it is likely that the transport switch was still not engaged properly prior to charging it overnight. A clicking noise should be heard when the switch is engaged properly. Before sending this console back to the customer, field service was instructed to verify power system functionality and perform a full functional check on the console and optical system.